Event description:
The patient contacted animas alleging the pump would not power on. At the time of troubleshooting, the patient confirmed there was no structural damage visible either on the battery cap or battery compartment. The patient also confirmed there was no corrosion in the battery compartment. The alleged issue remained unresolved even after the battery was replaced. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was returned in a condition that it would not power on. The battery compartment and cap threads were found to be stripped and corrosion was found in the battery compartment. A leak test was performed and no leaks were found. The pump was opened and corrosion was found on the bottom of the battery case and the vibration motor. Performance testing and black box download were unable to be obtained due to the pump not powering.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.